Event description:
Clinical study: ninety two days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.5mm, 85% stenosed portion of a saphenous vein graft in the right posterior descending artery (r-pda). The physician treated the lesion with direct stenting and successfully placing a taxus express 8.8% 3.50x20mm drug eluting stent in the target lesion. There were no complications. The patient was discharged 2 days later on plavix and aspirin. Ninety-two days after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death was chronic obstructive pulmonary disease, pneumonia, hypertension and congestive heart failure. The target vessel was not involved.